Event description:
On (B)(6) 2025, the user woke to a high blood glucose (bg) alert with a high blood glucose (bg) of 362 mg/dl (ilet 361 mg/dl, finger stick 320 mg/dl). Inspection showed the contact detach (cd) infusion set appeared intact, but no drops were observed when tested. A full supply change was completed. Due to scar tissue, insulin absorption was delayed, though blood glucose (bg) eventually returned to range. Blood glucose (bg) was corrected with a supply change. The user's reported symptoms during the event included thirst and irritability. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.